Manufacturer narrative:
The electrode lot number and expiration date were not provided. Reagent issues were excluded. The field service representative adjusted the rinse cell filling levels, which were low. He replaced the sample and reagent probes. It was noted that the customer used non-roche qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 250 mmol/l. The repeated result was 147 mmol/l.